Event description:
The pt (B)(6) received a scs sys on (B)(6) 2011. It was reported that the pt complained that his stimulation was uncomfortable and "zappy". The physician plans to order x-rays of the pt's sys. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.